Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age and date of birth unknown / not provided a3: patient sex unknown / not provided a4: weight unknown / not provided d10: hc455, heal collar 4.5x5.5, 5mm/lot number- 63561207 g4: additional PMA/510(k) number ¿ k011028 / k013227 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the internal threads of the implant were damaged and neither the healing collar or cover screw would seat. Another implant was used to complete the procedure.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Damaged internal threads on the implant. Damaged threads on the healing abutment. Devices could not seat due to damages. DHR review was completed for the subject lot number 1219570. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1219570 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect technique used or patient factors. Therefore, based on the available information, device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.